Manufacturer narrative:
(B)(4) was not analyzed per d02898. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Heartware has opened an internal investigation under CAPA (B)(4) to evaluate these types of issues. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The battery properly discharged without any anomalies. The most likely root cause of the reported event may be a battery with the potential to malfunction due to faulty internal cells. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that this type of event would cause a death or serious injury is remote. This will result in therefore result in user annoyance with no effect on the functioning of the pump. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient contacted the vad coordinator to state that she was on two batteries, both of which were charged fully, and watched both batteries simultaneously drain to one yellow bar on both. No visual or audible alarms were noted.